Manufacturer narrative:
An eval of the reported device cannot be performed as it was implanted in the pt and was not returned to the MFR. However, fragment of a c-ring/clip (packaging component) was returned for eval. When available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "when the surgeon was opening the blister pack, he noticed the broken c-ring. However, there were not any other fragment of the c-ring in the blister pack." Additional info: the clip (c-ring) is a packaging component used to prevent a locking ring of an implant from locking. When the surgeon opened the blister pack, the locking ring had locked with centrax. The centrax and a fragment of the clip (c-ring) were found in the blister pack. The centrax was implanted in this surgery. The fragment of the clip (c-ring) was shipped to MFR.